Manufacturer narrative:
Medical device expiration date: na. The customer's address is unknown. Unknown, (B)(6) USA has been used as a default. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 6236981. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. This batch was created before an expiration date was printed on it. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that there was no expiration date on the box of bd insulin syringe with the bd ultra-fine¿ needles before use. The following information was provided by the initial reporter: "consumer called to determine the expiration date on a box of insulin syringes. Stated she could not find the expiration date on the box. Stated the copyright date on the box was 2013. Advised consumer that bd tests the products for 5 years."